Event description:
It was reported that during preparation for a ptca procedure, the liberte stent disloged from the balloon. The stent protector was removed and the stent "was un-mounted" from the balloon. The procedure was completed with another liberte stent delivery system. There was no patient contact.